Event description:
It was reported that a patient death occurred. The procedure was not completed. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The patient underwent general anesthesia for watchman device placement and pre-imaging was obtained on transesophageal echocardiogram (tee), with no pericardial effusion reported. The groin access was obtained on both right and left groin. A non-boston scientific intracardiac echocardiography (ice) catheter was introduced in the left groin and watchman sheath with versacross connect was introduced in right groin. The versacross radio frequency (rf) wire was advanced into superior vena cava (svc) followed by versacross connect dilator and watchman sheath loaded over the wire and dropped onto the fossa ovalis. Heparin was given. After confirming the transseptal location on ice via visualization of tenting, rf was applied at one (1) second constant setting. Transeptal was unsuccessful and it was determined that there was more reach and better contact required. The pigtail wire was advanced back into the svc and the sheath/ dilator were removed and re-shaped. The system was advanced back into the svc and was dropped onto the fossa ovalis. This time a better tenting was visualized on ice and rf was applied twice with same setting and still was an unsuccessful cross. The rf generator setting was changed to two (2) seconds and pulse. The rf was applied and was unsuccessful. The physician then decided to switch to a non-boston scientific sheath to be used with versacross rf wire. The non-boston scientific sheath was introduced, dropped onto the fossa ovalis and visualized on ice. The rf was applied at two (2) seconds pulse setting. The attempt was unsuccessful. Then, a non-boston scientific transseptal needle was opened to be used with that same non-boston scientific sheath. A manual transeptal puncture was attempted and unsuccessful. The physician then decided to use a non-boston scientific rf device. After introducing the wire to the non-boston scientific sheath again, the physician applied rf to the wire and it advanced into the left atrium (la). The non-boston scientific sheath/dilator were advance into the la over the wire. The wire was switched out for a toray wire and the sheath/dilator were removed and the watchman sheath and dilator were introduced and advanced into the la over the toray wire. A non-boston scientific pigtail catheter was introduced through watchman sheath and was advanced into the left atrial appendage under visualization on tee. A contrast shot was performed. A 27 mm watchman device was introduced to the watchman sheath after pigtail removal using a wet to wet connection. After formed a flex ball, the device was deployed and visualized on tee. It was determined device placement was too proximal so it was recaptured partially and moved into an anterior lobe and deployed. Again, the deployment was too proximal so it was partially recaptured again. After the second partial recapture, there was a notice of drop in blood pressure. They swept for effusion on tee and visualized a considerable effusion at this point. It was decided to fully recapture the watchman device and remove the system entirely and tap the patient. Heparin was reversed and a cardiac thoracic (CT) surgeon was called. By the time they were able to tap the pericardium, thrombosis had formed. CT surgeon came in and attempted to rescue the patient by performing cardiac surgery, blood transfusion, chest compressions but were unsuccessful. The patient expired. It was further confirmed that the patient had a small fossa ovalis, and a poor ice imagine from ice operator was noted. The physician did not believe versacross system directly caused effusion, it was suspected delivering a non-boston scientific electrosurgery device through wire in a thick part of septum may have caused it. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.